Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported on multiple intermittent occasions, that the wake button was hard to press. Reportedly, the issue occurred out of box. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer's blood glucose level was 150 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.